Event description:
It was reported that during post operative the attachment was found with wire damage. There was no patient impact reported. Additional information received on evaluation stating that the distal bearing was detached made this event reportable.

Manufacturer narrative:
G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis :evaluation determined that the reported malfunction of wire damage could not be confirmed, as this device has no wires. However, it was also noted that the distal bearing was detached, the tube hole was oval, the tool guide, spacer, washers were worn, the color band and laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.